Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the medium-large clip applier instrument could not close the clip. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The instrument was found to have two severely bent grips, causing misalignment of the grip-tips. A clip could not be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage.